Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU). However, upon advancing the clip introducer over the clip, it was noted that the clip introducer was stiff to handle, and suddenly advanced into the clip arms. The tip of clip introducer was caught on the grippers, and the clip became nonfunctional. Therefore, the clip was removed and replaced. A new clip was then deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. Device returned and analysis of the device done on july 17, 2025 revealed a torn clip introducer.

Manufacturer narrative:
All available information was investigated, and the reported difficult to insert ci (clip introducer) over clip was unable to confirm via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficult to insert ci over the clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.